Event description:
It was reported to philips that the system would not power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked the system onsite and confirmed that the system would not power on. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that no power to the ups, pdu and transfer switch. On further troubleshooting, fse found a safety switch running to breaker was engaged to the hospital mains. To resolve the issue, the fse repaired hospital mains with hospital electricians. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.